Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the upper gastrointestinal during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the handle broke and the clip would not release from the catheter to deploy. Then the patient re-bled. Reportedly, the catheter was cut and removed from the scope, and the procedure was completed with a non-bsc device. The patient condition at the conclusion of the procedure was reported to be stable. The patient has been fully recovered.